Manufacturer narrative:
Attempts have been made to obtain the product. The product involved in this event has not been returned to date to allow for an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted.

Event description:
It was reported that the philips mx 800 with masimo set monitor shows incorrect spo2 values. The customer compared the values with a rad-5 and with the abg machine. The values on the rad-5 and abg machine are the same; however, the philips monitor is different. The customer uses lncs dci most of the time. No known impact or consequence to patient.